Manufacturer narrative:
The device was not returned for eval. The complaint could not be confirmed. A review of the DHR showed no nonconformances during the manufacturing of this device.

Event description:
Info received indicates, the pump continues to run after the dose is complete and pumps air into the pt's stomach. There was no injury. Pt was being fed nutrin jr with fiber and was on a g tube.